Manufacturer narrative:
Ebr submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Ebr has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, ebr, or its employees that the device, ebr, or its employee caused or contributed to the event described in the report. Ebr will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported on april 20, 2026, that a patient implanted with the wise crt system developed a pocket infection involving methicillin-resistant staphylococcus aureus (mrsa) at the site of the implanted model 3100 battery and model 4100 transmitter. As a result of the reported infection, the battery and transmitter were scheduled for explant. At the time of this report, no additional clinical details have been provided, including the date of infection onset, diagnostic confirmation (e.g., culture source and results), antibiotic treatment regimen, or patient outcome. Therefore, it remains unknown whether the device caused or contributed to the reported infection. The manufacturer is actively following up with the reporting site to obtain additional information, including but not limited to: infection onset and clinical presentation, treatment course, procedural details related to the explant, and patient status/outcome. No further information was provided.